Event description:
It was reported following a fall patient had a loss of therapeutic effect. The patient passed out, blacked out going down the stairs and had since had a return of urinary symptom. The patient had not been able to urinate is currently hospitalized and has a foley catheter. Her urologist was unavailable until next week. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0clwu, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).